Event description:
Epidural catheter placed. Would not flush. Upon insp catheter was not patent. This is not able to be assessed prior to procedure due to fact that catheter has a stylet and cannot be flushed prior to insertion. Second epidural insertion necessary because of faulty catheter.